Event description:
The ring system was applied to a pilon fracture, approximately 6 weeks later it was noted one of the wire carriage bolts was broken. The bolt was replaced without incident. There was no injury to the pt.